Event description:
Caller reported a cartridge alarm with the pump, but there was no adverse impact to the customer¿s blood glucose level. Customer continued using the current pump and was informed they would receive a replacement pump with updated software. Technical support advised on steps for transitioning to the new pump, provided storage mode instructions, and arranged for the return of the problematic pump. Replacement pump was shipped to the customer.